Event description:
The field reported at device change-out, insulation damage with externalized conductors was observed above the shocking coil. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.